Event description:
The patient was being revised for suspected poly wear and the doctor discovered a fractured femoral condyle aligned with the chamfer of the implant. (The patient fell two years ago.) The poly was just revised two years ago and was found to be in pretty good shape.